Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Imaging is considered but no date has been scheduled yet.

Event description:
The child visited the clinic on (B)(6)2023 reporting not responding to sound for the last week due to a falling down while playing. It was recommended to take an x-ray.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child visited the clinic on (B)(6) 2023 reporting not responding to sound for the last week due to a falling down while playing. It was recommended to take a x-ray.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The child visited the clinic on (B)(6) 2023 reporting not responding to sound for the last week due to a falling down while playing. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The child visited the clinic on (B)(6) 2023 reporting not responding to sound for the last week after falling over while playing. The user has been re-implanted.